Event description:
Patient had revision of transforaminal lumbar interbody fusion revision, redo decompression left l5 and s1 nerve roots, and reinstrumentation on the left l5 and s1 pedicles. Original surgery 2004. The doctor's post operative note states, "x-ray preoperatively noted that the interbody device had migrated to the left and was posterior to the posterior edge of the vertebral body. The CT scan was reviewed and showed that the cage was more to the left side but it was not encroaching on any major neurologic structures. There was a probable loose screw at the s1 pedicle on the left. The s1 screw was then palpated and appeared not to be loose. The screw was removed and as it was being removed it felt that it was still in good position and tight. "Two screws and boomerang cage removed. Doctor stated that the, "interbody device appeared to be tight and attempts were made to replace the interbody device in the interspace at l5-s1. Once this was done it appeared to be loose." Original implants of 2004.